Manufacturer narrative:
(B)(4). The peritonitis event occurred on an unspecified date in (B)(6) 2013 and the patient was hospitalized on an unreported date in the same month. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On an unreported date, the patient received unknown treatment for the peritonitis. The patient was recovered from this peritonitis event. On an unknown date, the same month as the peritonitis event, pd therapy was temporarily discontinued, then subsequently restarted, and is currently ongoing. No additional information is available.